Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for follow up in clinic, and reported episodes of dizziness. Device interrogation revealed multiple episodes of baseline noise oversensed as high ventricular rates and myopotentials. Programming changes were made and the issue was resolved. The patient was stable.